Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the insulin pump had a blank display due to a dead battery.  Customer's blood glucose was 591mg/dl at the time of incident and customer treated with an injection.  Customer declined to troubleshoot and was advised to call back for further assistance if needed.